Event description:
It was reported that this right atrial (ra) lead exhibited a dislodgement that lead to far-field oversensing vp and under sensing intrinsic p-waves. This lead is schedule to be replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested to the representative. No further info concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a dislodgement that lead to far-field oversensing vp and under sensing intrinsic p-waves. This lead is schedule to be replaced. No additional adverse patient effects were reported.